Event description:
The patient did not see the effectiveness of the pump and were experiencing less than 50% therapy relief. They complained of numbness in the abdomen. Their doctor was unsure if there were microfractures at the pump site, and the location of the suspected catheter issue was the proximal catheter segment and pump connector. Another doctor explanted the pump and did not see any fractures. The pump had 19 months to end of life, so the doctor chose to replace it since they had the pocket open anyway. The catheter was also replaced, though the patient¿s spinal catheter segment was not removed. The surgeon felt resistance when trying to pull it out of the space so it was left in place. No catheter issue was confirmed, and no additional actions were performed. The patient was receiving effective therapy. The pump contained dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8590-1, lot# n202362, implanted: 2009 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).